Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens would not fold prior to insertion. There was patient contact, but no injury. The reporter stated the lens was defective.

Manufacturer narrative:
H6: evaluation codes: method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.